Event description:
On (B) (6) 2010, the patient reported that on (B) (6) 2010 she was vomiting and had a blood glucose reading of 286 mg/dl. Her normal range is 80-180 mg/dl. She said she changed her insulin infusion headset and the insulin cartridge of her infusion device. She bolused insulin to treat her reading, but her blood glucose did not decrease. Her parents drove her to the hospital where her reading was 486 mg/dl. She was taken off of her infusion device and treated with an i.v. And insulin drip. She was released on (B) (6) 2010, with a diagnosis of ketoacidosis. On (B) (6) 2010, the patient noticed insulin leaking from the adapter and infusion set luer lock area which she believes is causing her elevated readings. She stated she has never changed her device adapter and was advised to change it every 10th cartridge change. She was advised to change the tubing while using the same adapter and she noticed insulin leaking at the luer lock area during priming. She stated, she sees insulin condensation in the cartridge chamber window and was advised to dry it out with a cotton swab. She did not have another adapter. Her blood glucose during the report was 397 mg/dl. She was advised to switch to alternate insulin therapy until courtesy replacement adapters arrive. On follow up with the patient on (B) (6) 2010, she stated she has had no further leaking since changing the adapter. Her blood glucose has returned to her normal range. The infusion set tubing and adapter were requested to be returned for evaluation.